Event description:
Allegedly patient needs a total revision.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. At this time, no revision date has been reported, nor has any product issue been reported. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01238, 01239, 01240. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned. Evidence that product in specification when used.